Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was received with the reported guide wire present inside the sds. Blood was present throughout the entire length of the sds between the inner-member ID and the guide wire od. A 25.5cm segment of the guidewire was protruding from the distal tip and a 73.5cm segment of the guidewire was protruding from the proximal hub. A gap was noted between the od of the guidewire and the ID of the inner member which was filled with a layer of blood causing the guidewire to stick. The outside diameter of the guide wire returned inside the sds measured 0.03352 inch at its maximum which is smaller than the recommended guide wire diameter for this device. There are no indications of nonconformance pertaining to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related as the product is indicated only for use in biliary stenting procedures. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-02578. It was reported that during a percutaneous transluminal angioplasty and stent placement treatment procedure the stent delivery system stuck to the guide wire. Vascular access was obtained via the left femoral artery. The 70% stenosed lesion was located in the moderately calcified and mildly tortuous left distal superficial femoral artery. A 7fr non-bsc introducer sheath was placed and the .035in 260cm magic torque guide wire and a guide catheter were advanced to recanalize the superficial femoral artery up to the popliteal artery. An ultra thin balloon catheter was used to pre-dilate the lesion. Next, the physician attempted to advance the 7x78x1350 sentinol nitinol biliary stent system up to the lesion, however, difficulties were encountered. The physician then used the same ultra-thin balloon to "push" the sentinol nitinol biliary stent system up to and across the lesion. The physician successfully deployed the sentinol nitinol stent in the lesion. As the sentinol stent delivery system (sds) was removed, it became stuck on the magic torque guide wire. The physician advanced the sentinol sds towards the lesion in an attempt to straighten the magic torque guide wire, however, this attempt was unsuccessful. The physician removed the sentinol sds and the magic torque guide wire together as a unit outside of the patient. The physician advanced a different a guide wire and post dilated the sentinol nitinol stent with an ultra-thin balloon to successfully complete the procedure with no reported patient complications. The patient's status post procedure is ok.

Event description:
Same case as MDR ID#: 2134265-2011-02578. It was reported that during a percutaneous transluminal angioplasty and stent placement treatment procedure the stent delivery system stuck to the guide wire. Vascular access was obtained via the left femoral artery. The 70% stenosed lesion was located in the moderately calcified and mildly tortuous left distal superficial femoral artery. A 7fr non-bsc introducer sheath was placed and the .035in 260cm magic torque guide wire and a guide catheter were advanced to recanalize the superficial femoral artery up to the popliteal artery. An ultra thin balloon catheter was used to pre-dilate the lesion. Next, the physician attempted to advance the 7x78x1350 sentinol nitinol biliary stent system up to the lesion, however, difficulties were encountered. The physician then used the same ultra-thin balloon to "push" the sentinol nitinol biliary stent system up to and across the lesion. The physician successfully deployed the sentinol nitinol stent in the lesion. As the sentinol stent delivery system (sds) was removed, it became stuck on the magic torque guide wire. The physician advanced the sentinol sds towards the lesion in an attempt to straighten the magic torque guide wire, however, this attempt was unsuccessful. The physician removed the sentinol sds and the magic torque guide wire together as a unit outside of the patient. The physician advanced a different a guide wire and post dilated the sentinol nitinol stent with an ultra-thin balloon to successfully complete the procedure with no reported patient complications. The patient's status post procedure is ok.